Event description:
Customer reports that 5 tpn bags were pumped using the baxa micromarco 12 compounder in 2005. They were administered to 5 intensive care unit pt's. Approximately 8 hours later, all 5 pt's exhibited symptoms of high magnesium levels and subsequent blood testing showed elevated magnesium levels in all 5 pt's. The use of a ventilator was required to stabilize the pt's condition, as well as the infusion of tpn without mgso4. The medical center reports that all 5 pt's were stabilized as a result of this issue and no subsequent injury, illness or death resulted.